Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sorin inc. Received information that this lead was capped due to chronic dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated. An explant date was provided, however the event states that the lead was capped, so it was left off of this report.